Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick² balloon catheter was used to dilatate the target lesion. During the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The maverick2 balloon catheter was received with a maverick2 shelf box. The batch number on the packaging and device matched the reported batch. There was contrast in the inflation lumen. There was blood in the wire lumen. There were multiple kinks throughout the device. Magnified inspection revealed a 4mm longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick²¿ balloon catheter was used to dilatate the target lesion. During the first inflation, the balloon ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was good.